Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Additional information: returned product narrative.

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the electrophysiology lab with atrial fibrillation. Upon interrogation, the right ventricular lead exhibited low defibrillation impedance. The physician attempted to deliver a low energy shock to convert the atrial fibrillation, but was unsuccessful. The physician alleged the failure to shock on the low defibrillation impedance. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis in one piece with the suture sleeve measuring 57.5 cm with the helix extended and clogged with blood/tissue. Visual and x-ray examination found outer insulation cuts and suture sleeve tie impressions at 21.2 cm and 21.6 cm from the connector pin consistent with procedural damage, as well as an over-torqued inner coil at the connector region. There were no anomalies besides those attributed to procedural damage. No conductor fractures or internal shorts were noted. The reported event of low defibrillation impedance was unconfirmed.

Event description:
New information received notes an x-ray was performed prior to the right ventricular lead explant procedure that showed it touching the previously capped right ventricular lead in manufacturer reference number 2938836-2019-02624. The physician was unsure if the leads touching contributed to the low defibrillation impedance anomaly.

Manufacturer narrative:
(B)(4).